Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off during use. At the time of issue blood glucose was 350 mg/dl. Also, infusion set was in use for 15 minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.